Manufacturer narrative:
(B)(6). Device is a combination product. The device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) study. Same patient as MFR report# 2134265-2013-01658. It was reported that post a coronary artery treatment procedure the patient expired. The target lesion was a de novo lesion located in the distal right coronary artery with 80% stenosis and was 20 mm long with a reference vessel diameter of 3.5mm. The physician treated the lesion with direct stent placement using a 3.00 x 32 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. During the index procedure, the patient was administered nitroglycerin to alleviate spasm. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient expired due to cardiorespiratory arrest. The patient was brought to the emergency room, being pulseless and not intubated after apparent aspiration and vomiting. It was reported that the patient was sitting up and diaphoretic, complaining of chest pain on the right. They were unable to intubate the patient. IV fluids were started and the patient was administered epinephrine and atropine. Initial examination of the patient showed that the patient had dilated and fixed pupils. The patient did not have any cardiac activity on the monitor and did not have a pulse. The patient did not have any cardiac activity on ultrasound with the probenecid sternal approach. Epinephrine 1 mg x 2 was given 2 minutes apart and there was no return of pulse. The ultrasound was used after both epinephrine doses were given. Per source, the cause of death is cardiopulmonary arrest. No autopsy was performed.